Event description:
It was reported that the patient experienced withdrawal symptoms, especially irritability, intolerance to wearing leg/ankle braces and increased tone making adl's (activities of daily living) difficult. The last noted pump dose change occurred on (B)(6) 2011 at which time the dose was increased by 7%. Drug delivered intrathecally was baclofen 2000mcg/ml at a daily dose of 631.6mcg. The health care provider was unable to aspirate fluid from the catheter access port on (B)(6) 2011. The entire catheter was replaced two days later. The event was reported to be of moderate severity which resulted in in-patient hospitalization. The outcome was reported to be "ongoing with no further action needed."

Manufacturer narrative:
Catheter model 8598, serial# (B)(4) implanted: (B)(6) 2006, explanted: (B)(6) 2011. Catheter model 8596, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient was using gablofen baclofen.